Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a trial scs system, including a percutaneous lead, on (B)(6) 2010. One day post-operative, the pt presented to the physician's office. According to the pt, the lead had come completely out of her body the night before. The lead was discarded by the physician. As a preventative measure, the pt was started on a course of oral antibiotics. Ultimately, the pt was implanted with a permanent scs system. Follow up on the pt found no further issues reported.